Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon used device seal and divide all pedicels. The surgeon began using bovie right angle to create anterior colpotomy. A bleeder on vaginal cuff was noticed so the surgeon used enseal to grasp cuff and coagulate bleeder. An error tone immediately sounded on generator and the top jaw of the enseal device popped off. The surgeon used bovie to stop bleeder. The jaw was retrieved without consequence to patient. A ligasure device was used as another bleeder was encountered. Anesthesia requested an x-ray at end of case to make certain no other small parts were missed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw. All pieces were returned. The device was received with the cable cut off and with extensive amount of debris/tissue in the jaws. The knife is slightly bent and off track, however, the knife advances smoothly and without issue. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw and the cable cut off but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.